Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., h.11. One opened phacoemulsification tip in a zip top bag was received for the report. Sample was visually inspected and found to be conforming. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Functional occlusion flow check was performed and found to be conforming. Good water flow was observed existing the phacoemulsification tip and nothing was observed extracted onto the filter paper. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip was manufactured to specification. All phacoemulsification tips are 100% visually inspected by trained operators using thirty times magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the product could not aspirate due to ultrasound tip obstruction during cataract surgery . The procedure was completed by replacing the product with new one. There was no patient harm.